Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had false pacemaker mediated tachycardia (pmt) episodes due to t-wave oversensing by the right ventricular (rv) lead. Technical services (ts) analyzed device episode data and provided programming recommendations. No adverse patient effects were reported. Currently, this crt-d system remains in service.